Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman access sheath (was) with the watchman delivery system (wds) loaded into the was and a y-connector. The device was bloody, and the devices were separated during the lab analysis. The delivery sheath was visually, microscopically and tactile inspected. Inspection revealed numerous kinks in the sheath and braid lifted from polymer on the sheath/tip transition area. Inspection of the remainder of the device found no damage or irregularities. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
Same case as MDR ID: 2134265-2017-06078. Reportable on analysis completed on 18august2017. It was reported that foreign material was suspected on the access system. A left atrial appendage procedure was performed. A watchman® access system (was) and a 27mm watchman ® laa closure device & delivery system were selected for use. During the deployment of the watchman ® laa closure device, a ribbon like material was coming from the interior of the was and appeared to be part of the sheath. They proceeded with the procedure. The device met all criteria and was therefore released in the laa. There were no patient complications reported and the patient's condition was fine. However, device analysis revealed the delivery system was kinked with an exposed braid.